Manufacturer narrative:
Additional information updated: d. 9 date device returned to manufacturer and is device returned to manufacturer? The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The returned product was investigated. The cannula and motor assembly was returned cut from the rest of the pump. Dried blood was seen on the red handle, catheter, sterile sleeve, and suture hub. No biomaterial was seen inside the cannula and around the inflow and outflow cages. No other abnormalities were seen. Major bleed: patient going down to ir for additional gi bleed evaluation. The cause of the injury was not determined due to insufficient clinical details. Tachycardia/ thrombosis: increased vt on (B)(6) 2025. Echo verified impella placement but did show an encapsulated mural thrombus in the lv not close to the inlet. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected data. D1 brand name updated/corrected.

Manufacturer narrative:
Additional information received: b5 and d6b were updated. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Tachycardia/ thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The patient was successfully bridged to transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported that during impella 5.5 support, the patient had increased ventricular tachycardia. Echocardiogram verified the impella placement but did show an encapsulated mural thrombus in the left ventricle (lv) not close to the inlet. The day after the patient had a liver biopsy, so bivalirudin was on hold. Lv thrombus was discussed with the doctor and the nurse will watch motor current and flow closely. Three units of packed red blood cells were given. The patient then continues to have a slow gastrointestinal (gi) bleed. The patient is going for another scope. The patient got another unit of blood for low hemoglobin. No impella alarms and remains of anticoagulation were noted. The patient continues with an active gi bleed. Beside colonoscopy was done. The patient was no longer experiencing a gi bleeding per scope. The patient was able to eat a normal diet. The patient was stable. Day three there was no gi bleed. The plan was to restart bivalirudin. Hemoglobin was dropped to six overnight. The patient received two units of packed red blood cell¿s and turned off of bivalirudin. Hemoglobin was more stable so bivalirudin will be starting soon. They were unaware where the bleeding was coming from, but there was no obvious signs. Platelets were stable and no more blood products were given. The patient was still on support. The doctor stated he did not attribute the gi bleed to the impella 5.5.